Event description:
"Situation: defected 0.9% sodium chloride injection flush. Background: rn grabbed a sodium chloride flush to use for a patient's intravenous IV. When he went to use it, he discovered the male piece of the syringe was broken off into the cap. Could not use the flush for patient care. Assessment: was not able to use flush appropriately. Broke sterility and integrity of flush. Recommendation: report similar incidents and make staff aware. Exam if there is a problem with lot number of product." Manufacturer response for 10 ml IV flush syringe prefilled with 10 ml saline, 10 ml IV flush syringe prefilled with 10 ml saline (per site reporter). [Redacted date] sample retrieved. [Redacted date] emailed [redacted name] [redacted date] package mailed on fedex trk# [redacted number].